Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty (20) minicaps were found with opened packaging (pouches). This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the samples were provided for evaluation. A visual inspection noted that all blisters were opened and in some cases it was possible to observe the internal seal mark. All the blisters were separated from the card. When the sealing is effective, it is possible to observe a white mark on the blister and another mark on the print side which was apparent in the second photograph. Because it was possible to visualize the blister sealing mark showing the pack was properly closed in one of the photographs, the reported condition was not verified. A deeper investigation was not possible due to the absence of a physical sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.